Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egv readings on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as loss of connection over one hour was confirmed. The probable cause could not be determined. The reported event of no egv readings is reportable based on the finding of loss of connection over one hour. No injury or medical intervention was reported.